Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer via a manufacturing representative about a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient was not receiving stimulation where they needed. There were no environmental/external factors that led to the issue that the patient was aware of. It was confirmed by an x-ray that the patient¿s leads had migrated down. An end-of-service battery was coming up so the lead revision was completed at the same time that the battery was replaced. It was reported that the patient¿s issue was resolved at the time of the report and they were getting stimulation where they needed it after the lead revision. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.